Event description:
Litigation alleges patient had pain that continued to worsen and impaired ability to perform normal daily activities, walk and sleep; and increased blood metal ion levels after asr hip implant.

Manufacturer narrative:
**Update** 2/5/2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 10/8/2015: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and pseudotumor.